Manufacturer narrative:
Result of investigation: the fsr returned on site to replace fuse on power supply. The unit would not power up. The power supply was also replaced. The fsr wanted to swap fuses on power entry module prior to power supply swap. Fuses swapped successfully but noticed damage to the filter behind the small black cover. The power entry module & power supply were replaced successfully. The unit now has power and ac & dc indicators are lit. The unit powered up. Ran ovp (operational verification procedure) per service manual. All tests passed required criteria. Unit meets factory specifications.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault issue. At this time, there was no information of patient involvement reported from this event.

Manufacturer narrative:
(B)(4). Field service representative checked on the unit. When turning unit on motor fault message appeared and the turbine was not turning. The motor pcb turbine was replaced and still not performing. Battery tray capacitor was verified, dvm was reading 0.213v instead of 63v. Checked the power supply and suspected that the probably reason why turbine is not working is the fuse on battery charge circuit board appeared damaged. Replaced fuse but unit still not powering up. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.